Event description:
It was reported the patient believed her catheter had been kinked since it was implanted. It was noted the patient¿s health care provider (hcp) was upset when the surgeon did not replace her catheter when he last replaced the pump. It was noted there was ¿no pattern to it¿ when the patient was asked the date of kinking. It was reported that all of a sudden the patient¿s spasticity would ¿come on¿. It was reported the patient had been given different ways to ¿try to unkink it¿. The patient¿s hcp had not diagnosed an active kink. The patient would reportedly move certain ways to unkink the catheter. It was reported the catheter was ¿due to be replaced ¿when her pump is replaced in ¿approximately 1.5 years¿. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j0058219r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was later noted that the catheter had been kinked for more than a year before the most recent pump was implanted. See manufacturer report #6000030-2009-02377 for the report of the catheter being kinked with the previous pump. The drug in the pump was baclofen.